Event description:
During a clinical trial of the matrix coil the pt suffered from transient blurred vision. Dwi: small, less than 1 cm ischemia in right occipital pole. Endovascular therapy: "continuing of coil delivering". Resolved, no residual effects. There is no info about the exact brand name, catalog #, and/or lot #.